Manufacturer narrative:
The pump was received with missing retainer and missing reservoir tube o-ring. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. The power loss alarm, low battery alarm and power error 25 alarm confirmed in the long trace. The power loss alarm occurred after the power error 25 alarm was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at. The pump was monitored and functioned properly. The pump was received with scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 8.7 mmol/l at the time of the incident. The customer states they received a power loss alarm and performed troubleshooting. However, the power error 25 returned. The insulin pump will be returned for analysis.